Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a programmer freeze. The device has a long boot time and then displays an error. Analysis also noted that the printer drawer was difficult to install and remove. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen keeps freezing. The device has been returned for service. There was no patient involvement.